Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient was revised due to femoral loosening, which contributed to the patient's pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This is 1 of 4 reports being filed for the same patient (reference 2648920-2017-00047 / 00048, 1822565-2017-00524 / 00525).

Event description:
Patient reports ongoing pain, stiffness, and joint swelling in her operative knee.